Manufacturer narrative:
A visual inspection of the touchscreen assembly revealed evidence of deep scratches on the screen. Scratches on the screen precludes the identification of touch positioning on the face of the screen. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Physical damaged resulted in the scratches on the screen.

Event description:
The customer reported that the touch screen was intermittent and couldn't be calibrated. There was no user involvement.